Manufacturer narrative:
It is unk at this time if the device will be returned for evaluation. Additional information has been requested and if received will be provided on a supplemental report. Same patient event as MDR 224969-2010-00017.

Event description:
Reported via FDA, a patient had surgery for removal of implanted hardware from left knee. During the procedure, two howmedica flexible osteotomes broke. The first one listed as cat #6210-0-710 broke at the seam base. The second one listed as cat #6210-0-730 had a piece break off of the tip. There was no injury to the patient. Device using problem: device failed (e.g. Broke, couldn't get it to work or stopped working).